Event description:
Event description boston scientific received information that this right ventricular (rv) lead dislodged one day after implant. A health care provider (hcp) contacted a boston scientific technical services consultant (ts) for information on the correct wrench to use during the pending lead repositioning procedure. There was no report of adverse patient effects.

Manufacturer narrative:
Ts advised the hcp on the correct wrench for this model lead, and also advised which stylet that this procedure will require. This event will be updated if additional information is received. No further information was received related to the observation, and approximately seven years later a portion of the lead attached to the generator was returned to boston scientific as the patient had died. There were no allegations related to the device system and patient death. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.